Event description:
An analysis was performed on the handheld and the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld and software/flashcard performed according to functional specifications.

Event description:
It was reported that the physician¿s handheld screen was going ¿in and out¿ impacting the operation of the device. The images on the screen would disappear or become hard to see, and the screen would become inoperable. The issue was reportedly occurring for a while. A replacement tablet was provided. The handheld and related software were received by the manufacturer for analysis. However, analysis has not been completed to date.